Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm was able to duplicate the customer's reported issue and in addition observed evidence of small amounts of blood in the pneumatic interface module and safety disk. The stm replaced the pneumatic interface module and the safety disk and noted there was no evidence of blood anywhere else in the system. The stm then tested the iabp unit and was able to observe successful autofill. In addition, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an autofill failure. It was later reported that the iabp unit was swapped out to with another known working iabp. There was no patient harm and no adverse event was reported.